Event description:
The technician alleged that the side rail would not latch. No pt impact.

Manufacturer narrative:
The tech found the side rail is missing the shoulder bolt. The technician replaced the side rail shoulder bolt to resolve the issue.